Event description:
It was reported that the patient had experienced unspecified overdose symptoms. The hcp stated that there was "something wrong with the pump." The hcp planned to place a magnet over the device, to stall the pump until it could be programmed to "stopped mode." The medication being delivered via the device system was morphine sulfate. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).